Manufacturer narrative:
The cutting electrode is broken at the current supplying side and the rods are bent. During investigation of the broken surfaces signs of forced break can be found. The device history does not show any deviation, by reviewing the similar complaint there is no indication for an increase/trend of the reported issue. In conclusion and due to the finding it is most likely that excessive force has been applied during application. For this reason the most probable root cause is usage related due to incorrect handling. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
The reported event happened in great britain. It was reported that the electrode snapped inside the patient during surgery. The device was recovered. No injury to the patient, user, or third was reported.